Event description:
We received an allegation of a questionable lithium result for one patient sample tested on the cobas c 703 analytical unit. The initial result was 0.0182 mmol/l with a data flag. The repeat result was 0.350 mmol/l. The repeat result was 0.0191 mmol/l with a data flag. The repeat result was 0.0147 mmol/l with a data flag. The customer deemed the flagged results to be the true results.

Manufacturer narrative:
The lithium reagent lot number is 938030. The expiration date was not provided.